Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, there was no pulsatile flow noted at the marker lumen. It was noted that the marker lumen was not flushed using saline prior to use. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was not flushed prior to use. It should be noted that the perclose proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d9 - device available for evaluation updated from yes to no. Device was detained during return to abbott due to clearance issue and was discarded by local custom; therefore, the device will not be returned.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, there was no pulsatile flow noted at the marker lumen. It was noted that the marker lumen was not flushed using saline prior to use. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.